Manufacturer narrative:
Medical device lot #: 6085686, medical device expiration date: 04/30/2017, device manufacture date: 03/25/2016. Medical device lot #: 6085685, medical device expiration date: 04/30/2017, device manufacture date: 03/25/2016. Date returned to manufacturer is unknown. The date of investigation was used. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation. There was no serious injury or medical intervention reported.